Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, faded serial number label, and minor scratched lcd window. Unable to perform the displacement test and reservoir does not lock due to missing retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the ring on the reservoir compartment was broken. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. The customer also stated that the reservoir compartment was able to lock in its place. The insulin pump will be returned for the analysis.